Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a physician reported a customer received low scan results on the freestyle libre sensor. The patient was asked to compare sensor reading to meter result concurrently, and it was reported that sensor readings were 1 - 70 mg/dl lower. An example comparison of 97 mg/dl sensor readings against 174 mg/dl "finger stick" reading was provided. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.